Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that one syringe 3ml ll 200 s/c has been found experiencing difficult plunger movement during use. The following has been provided by the initial reporter: material no.: 309657 batch no.: unknown. It was reported the plunger rod bent. Per (B)(4).: description of issue: customer reported she was pushing the insulin into the cartridge and the plunger bent and cannot be pushed in further. Number of occurrences: 1. Item number 3 ml syringe ¿ 309657. Product lot number: customer could not provide.

Event description:
It has been reported that one syringe 3ml ll 200 s/c has been found experiencing difficult plunger movement during use. The following has been provided by the initial reporter: material no.: 309657 batch no.: unknown it was reported the plunger rod bent. Per com-499416: description of issue: customer reported she was pushing the insulin into the cartridge and the plunger bent and cannot be pushed in further. Number of occurrences: 1 item number 3 ml syringe ¿ 309657. Product lot number: customer could not provide.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review could not be performed as lot number was unknown.